Manufacturer narrative:
Initial.

Event description:
It was reported that while pairing the app, the patient noted a low glucose alert from a nearby old pump and stated they had been busy and had not eaten; they denied symptoms on the blood glucose questionnaire, consumed oral carbohydrates, and ended the call with a blood glucose of 86 mg/dl. Symptoms included hypoglycemia. Outcomes included medication required in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.